Event description:
The customer contact reported a leak of a chemotherapeutic agent. In 2008, at an unspecified time during the evening, the secondary tubing set was being used for piggyback delivery of an unspecified concentration of etoposide. The etoposide was in a glass bottle and the convertible piecing pin on the secondary tubing set was opened. The secondary tubing set was connected to a primary tubing set and the secondary solution container was positioned higher than the primary solution container. The customer contact reported that after the nurse initiated the delivery of the secondary solution at a rate of 43 ml/hr via a symbiq pump, one drop of solution was noted near the convertible piercing pin vent. The nurse wiped away the drop and after the therapy was resumed, the nurse monitored the delivery for approximately 15-20 minutes and did not notice any further leakage. On the next day, at approximately 0930, the patient notified the nurse that solution was dripping down the tubing. At this time, the nurse noted solution had leaked onto the equipment and onto the floor. The spill was described as "more than 5 mls" and was cleaned up according to the hospital's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that due to hazardous contamination the device was discarded. A representative device from the same lot was received. Investigation is not completed.